Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite with capio slim was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the capio carrier was stuck in the capio cage. The physician wanted to pull out the dart but it detached from the suture on the patient¿s left side. Reportedly, the dart fell into the patient and was removed using a clamp. The procedure was completed with another uphold¿ lite with capio slim. The patient's condition at the conclusion of the procedure was reported to be stable.